Event description:
It was reported that the patient presented for a routine follow-up check. Upon review, multiple high ventricular rate episodes were seen and the right ventricle (rv) lead exhibited over-sensing noise. The noise was reproduced in clinic with arm movement in all sensing polarities. Some lead noise was seen even when programmed to least sensitive. The patient rv paces 99%; no intrinsic rv activity when pacing rate was checked at 40 ppm. The patient did admit to some occasional episodes of light headedness/ dizziness when active. The rv lead sensing was programmed to least sensitive. Patient was stable.

Event description:
New information notes that the right ventricle lead was capped and replaced on (B)(6) 2022. No patient consequences.